Event description:
The customer returned the sonicbeat instrument to the service center for a separate issue. During the device analysis, the service technician indicates the tissue pad was severely worn out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Grasping section was closed without grasping anything while the output was activated, this includes after tissue resection causing the tissue pad to wear out severely. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing damage error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.